Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error. Customer's blood glucose level was unknown. Customer stated they did not press a button down for 3 minutes or longer. Insulin pump was not exposed to a change in altitude. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.